Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the catheter would not inflate due to the dried blood in the lumen. The device was soaked in a warm water bath to loosen the dried blood and functional testing performed again; when positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 1mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, eccentric, de-novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 20 atmospheres. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, eccentric, de-novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 20 atmospheres. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).